Event description:
Additional information was received from the patient. They reported that the lead being left in the patients body was causing them pain and problems sleeping and they were unable to get an MRI. It was unknown if additional action would take place to remove the lead as the doctor stated it would be difficult to get to since the leads were broken.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va224al, implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va224al); product type: 0200-lead; implant date (B)(6) 2019; explant date (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called in regards to their implanted neurostimulator for the bladder. Patient said, they are a transplant patient and they need an MRI of their abdomen. Patient got their stimulator replaced two years ago. They couldn't get the leads out because they broke. Patient wanted to know if they could have MRI. Reviewed the guidelines with fragment guidelines.